Manufacturer narrative:
Results: a complaint history review was performed and indicates this is the first related report for lot number 5290717. Conclusion: bd quality engineer performed a visual inspection of the samples and observed droplets of clear liquid on the roof of the barrel. This material is silicone, and the amount present falls within the specification for this product. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. (B)(4).

Event description:
It was reported that a "thick, gooey, gel-type of fluid" was found on the plunger prior to using a 60 ml bd luer-lok¿ syringe sterile. There was no report of injury or medical intervention.